Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. The reason for the reported clinical allegation was due to lead dislodgement.

Manufacturer narrative:
- -

Event description:
Boston scientific received information that this right ventricular lead displayed an increased threshold measurement after the implant. During the following days, the measurements decreased. However, subsequently, loss of capture was revealed. A repositioning procedure was performed. According to available information, this lead was repositioned, remains mplanted and in service. No adverse patient effects were reported.